Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call that the reservoir did not stay in the insulin pump's reservoir compartment. Her blood glucose level was 300 mg/dl because the reservoir was not properly connecting to the insulin pump and was falling off. The customer treated her blood glucose level with a syringe and insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, self test, off no power, unexpected restart, prime, and excessive no delivery alarm tests. A test reservoir was installed and did not lock in place due to a completely broken off reservoir tube lip. Unable to perform the basic occlusion or occlusion tests due to a completely broken reservoir tube lip. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a missing reservoir tube o-ring.